Manufacturer narrative:
No conclusion can be drawn at this time, should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2008. At four days post procedure, the patient experienced increased pressure to urinate with little relief. The patient went to the hospital and a catheter was inserted. The patient is scheduled for a follow-up visit in the next 3 days.